Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (9) photos of syringe 0.5ccm 30ga 8mm shelf cartons, reporting box damaged and printing defect. The photos was visually examined and observed dented shelf carton, as well as overlapping printing of lot information on shelf carton could be observed. Based on the photos provided, embecta was able to confirm the reported failure. A review of the device history record was completed for batch# 2101820. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer-indicated failure. Root cause & correction: l2l dispatch #129583 was created for case pack jams. The guide going into the flight came loose causing the cases to not stay straight going into the machine. The case and one carton were being pinched on one end of the shipper. The guide was corrected. H3 other text : see h10

Event description:
It was reported that 4 cartons of bd ultra-fine¿ ii insulin syringes had overlapping lot information on the labeling that rendered it illegible. The following information was provided by the initial reporter: "dented = 5 and duplicate lot = 4. 23-apr-2023 photos returned were reviewed. Dented shelf cartons, as well as overlapping printing of lot information on shelf carton could be observed."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 cartons of bd ultra-fine¿ ii insulin syringes had overlapping lot information on the labeling that rendered it illegible. The following information was provided by the initial reporter: "dented = 5 and duplicate lot = 4. (B)(6) 2023 photos returned were reviewed. Dented shelf cartons, as well as overlapping printing of lot information on shelf carton could be observed."